Event description:
A (B)(6) male pt with a 5cm cholangiocarcinoma lesion at the hepatic hilum presented for a nanoknife ablation. Previous to the ablation it was noted that the right portal vein was occluded but with no evidence of parenchyma perfusion defects. During the procedure the system incurred a hardware communication error and shut down. The ablation did not deliver any high current pulse warnings previous to the error. The system was rebooted and the ablation continued without complication. There were no adverse effects to the pt due to the unit shut down. An immediate non-enhanced post ablation scan did not show evidence unintended injury to surrounding structures. In the days following the ablation, the pt exhibited signs of liver failure which included jaundice, ascites, and elevated total bilirubin. A follow up CT scan showed a large ablation defect with significant edema, which led to the occlusion of the left portal vein and collateral flow to the right lobe of the liver. It appears that as much as 50% of the right lobe of the liver is infarcted. There was also evidence of venous congestion in the bowel. A portal vein stent was successfully placed to return flow through the left portal vein.

Manufacturer narrative:
Attempts are being made by the firm to obtain follow up information from the treating physician with regards to the status of the pt. An investigation into the root cause for incident is currently in progress. The results of the investigation and any additional pt information will be sent via a follow up medwatch.